Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: a review of the black box indicated reboots had occurred. Visual inspection revealed that the battery compartment was cracked and the battery cap threads were stripped. The battery cap was unable to maintain electrical connection, and reboots/power loss was duplicated. A test battery cap was used to complete investigation. The pump powered on normally and successfully completed 24 hour testing with the test cap, with no further power interruptions occurring. Unrelated to the original complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a that the pump intermittently lost power. It was also reported that the battery compartment was cracked, and the battery cap could not be properly secured. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump lost power, leading to under delivery.